Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had purple smear-like ink on the back of the insulin pump and no delivery alarms. Customer's blood glucose was 50 mg/dl. Customer treated with candy and declined troubleshooting. Customer stated that the alarm occurred previously and during a bolus. Customer stated that the alarm is not recurring and the issue was resolved by a complete set change. Customer was advised that the pump is working as designed. Customer was advised to do a complete set change as soon as possible. Customer does not want to return the set or reservoir for analysis. Customer stated that she has been changing the set every 2 days and will speak with her health care professional about the issue.